Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion the reported event of controller fault alarms was able to be confirmed via review of the log file. The heartmate 3 system controller (serial number: (B)(4) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. Controller internal fault alarms coincident with time base faults were active on (B)(6) 2022 due to the system clock being stuck at 12:16:00 and again at 14:24:00; therefore, the exact times of the recorded events were unable to be accurately recorded. The driveline was disconnected on (B)(6) 2022 at 14:24:00, resolving the system clock issue, and the controller was shut down at 14:24:34. The driveline was reconnected on (B)(6) 2022 at 07:12:14 and disconnected again at 07:16:25 the controller was shut off at 07:16:37. There were no other notable alarms active in the log file. The controller underwent preliminary and functional testing and passed. The controller was able to support a mock loop and was able to function as intended. The clock was found to function and count up as expected during testing. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU), rev. C, section 4 "system monitor" explains how to set the system controller clock using the system monitor. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: hsc-(B)(4) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a controller fault alarm was noted during pump prep on (B)(6) 2022. The controller was replaced.